Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Reportedly, due to user error, the customer entered a basal rate of 7.5 units instead of 0.75 units. Carbohydrates were consumed to address bg level. At the time of the report, bg was 54 mg/dl. The customer successfully adjusted the personal profile settings to match the settings provided by the clinical diabetes educator.